Manufacturer narrative:
E1: establishment full name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the duodenovideoscope exhibited an instrument channel tube which clogged the bracket. The issue occurred during an endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not conclusively specify the root cause of the suggested event. The device was inspected and confirmed that the event. Therefore, the device did not meet the specifications nor the function. No adverse event was occurred. Olympus will continue to monitor field performance for this device.